Event description:
It was initially reported on (B)(6) 2014 that the patient had normal battery replacement. It was later reported on (B)(6) 214 that the component involved in the event was the implantable neurostimulator (ins). The patient had a greater than 50% symptom reduction and at baseline had complete control of symptoms. It was noted that the generator was turning itself off, occasional shock, unreliable efficacy. It was likely at eos (end of service), (8 years), but the master programmer did not indicate that. Troubleshooting included reprogramming and ultimately surgery which resolved the issue. The generator was replaced. The event cause was determined; likely generator at eos. The event was noted as being device related. The patient was recovered without permanent impairment. It was noted that efficacy was restored.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# unknown, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# j0417675v, implanted: (B)(6) 2006, product type lead. (B)(4).